Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. Peritonitis was manifested by abdominal pain, cloudy effluent, and weakness. The patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime (doses, routes, and frequencies not reported) for the peritonitis event. The patient recovered from the event. Action taken with dianeal therapy was unknown at the time of this report. The patient was retrained on proper aseptic technique. No additional information is available.